Event description:
The customer reported that the camera head had a system communication error, "error 221" during a therapeutic procedure. The procedure was completed with another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation did identify that the cable had both "flooding" and damage. Based on the results of the investigation, it is likely that the following led to the malfunction: phenomenon was presumed to have been caused by liquid entering the cable from the damaged part of the cable. A device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): (warning). ¿ do not use any device suspected of having an abnormality. If any abnormality is detected during use, discontinue use. It may result in serious injury. ¿ if any abnormality occurs during use, such as disappearance of the endoscope image or inability to adjust the focus, the following items must be strictly observed and use of the product must be discontinued immediately. There is a risk of serious injury. -turn off the power to the video system center and immediately turn it back on to see if the image returns. - if the image returns, pull the endoscope from the patient while viewing the image and discontinue use. - if the image does not return, remove the camera head from the endoscope and pull out the endoscope while looking directly into the eyepiece of the endoscope. - if various treatment tools are in use, withdraw the tools by the method deemed safest before withdrawing the endoscope. 5.5.2 drying of the camera head (warning). The outer surface of the camera head should be thoroughly dried before sterilization or storage. In particular, the following areas should be carefully done. Not only may the device malfunction, but also bacteria may multiply and lead to infection. - camera head section. - electrical contacts and optical connections of video connectors. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the camera head had a system communication error, "error 221". The problem occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.